Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient receiving dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain. The patient reported their pump was implanted in the back of her and not in the stomach. The patient stated that after implant, they were paralyzed on the left side and had an issue with diaphragm and chest. The patient stated they had an magnetic resonance imaging (MRI) and it showed a torn rotator cuff or something. The patient stated their doctor had her lift her arm up during the implant and she thinks that is what caused it. The patient stated they have gotten feeling back now on the left side. The patient then stated something has recently happened and she did not know why. On (B)(6) 2018, the patient went to their doctor for a drug adjustment. The patient stated they went to pick up her fentanyl patch and put it on. The patient stated that when they got home, they could not feel anything and went into some weird state. The patient stated it was like she was really high, tripping. The patient they did not remember "everything but the doctor office had called her to come back". The patient stated they went back to the office with a family member and was told the doctor wanted to "make some adjustments with three other people". The patient stated they remember them telling her to lose weight and "something about putting in 2 units". The patient then stated that on (B)(6), she was sure she was overdose and went to the hospital. The patient then stated that she must be allergic to something because on (B)(6), she broke out in hives. The patient wondered if she was allergic to the dilaudid, "not sure". The patient mentioned they have been given oxycodone and fentanyl at some time, but the patient was not making sense. It was unknown what timeframe the patient was speaking of. It was noted patient sounded, "like maybe drugs were affecting her speech and thoughts during this call".